Event description:
Procedure: lower anterior resection reportedly, the instrument was applied but the staple could not be fired properly. The surgeon reports there was a "cracking" sound as the device fired. To fix the staple line the surgeon cut the tissue of the staple line and fired on the issue again. There were no reported adverse affects to the pt.